Event description:
A doctor was performing a routine dental procedure when the lens heat shield/holder fell off the light onto the pt's face causing a cut to the pt's upper lip and chin.

Manufacturer narrative:
The lens heat shield/holder from the dental light has a three prong locking mechanism which locks the lens heat shield/cover into place. The lens heat shield/cover has to be removed by the end user when cleaning the lens or replacing the halogen bulb during routine operator maintenance. From our discussion with the end user's facility maintenance personnel, there were no problems identified with this light. This incident appears to be the lens heat shield/cover was not reinstalled correctly during routine operator maintenance. The maintenance employee installed the lens heat shield/cover and locked it into place without any problem. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place.